Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging an issue with incorrect results in her onetouch ping meter memory. The complaint was classified based on the customer care advocate (cca) documentation. It is not known when the alleged issue began. It is not known how the patient manages her diabetes or if changes were made to her usual diabetes management routine. The patient claims she felt symptoms of nausea, headache and stomach aches due to the alleged issue. Treatment was not specified. The alleged issue was not resolved at the time of troubleshooting. There was no indication of misuse. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptoms of "nausea, headache and stomach aches" does not meet lifescan's criteria for a serious injury. There is no evidence the patient received medical treatment for an acute complication of diabetes. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.